Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).

Event description:
It was reported that the patient's health care provider "thinks stimulation is causing the patient's legs to give out, which results in her falling." The patient has had this issue since (B)(6) 2011. It was stated the patient felt a stimulation sensation in her right leg, but "nothing too strong as to indicate it as the cause of her leg giving out." The patient was referred to her health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.